Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the left cylinder of this inflatable penile prosthesis (ipp) due to erosion. The left cylinder was explanted and replaced with a malleable prosthesis cylinder while the original right cylinder remained implanted. A second procedure was later performed where both the inflatable and malleable cylinders and pump were removed, replaced with new ipp components, and connected to the existing reservoir. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Corrected: b5 describe event or problem, d1/d2 brand name/common device name, g1 manufacturing site information, h6 device code. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace the left cylinder of this inflatable penile prosthesis (ipp) due to erosion. The left cylinder was explanted and replaced with a malleable prosthesis cylinder while the original right cylinder remained implanted. A second procedure was later performed where both the inflatable and malleable cylinders and pump were removed, replaced with new ipp components, and connected to the existing reservoir. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace the temporary inflatable penile prosthesis (ipp) malleable device with inflatable cylinders due to erosion of the cylinder. The previous cylinders were removed and new cylinders were implanted. The previous reservoir stayed in and was connected to the new ipp cylinders. The patient is expected to fully recover following the procedure.